Event description:
During a coronary drug eluting stenting treatment procedure the shaft broke. In 2005 after the taxus express2 3.0 x 12 mm drug eluting stent was prepped, it was inserted and the shaft snapped eight inches from the hub. There were no reported patient complications.